Event description:
Olympus rec'd a medwatch report that read, "physician was performing a bronchoscopy on a pt to suck out secretions. During the bronchoscopy, staff noticed a small black ring in the airway and questioned whether pt had inhaled something. The small ring was retrieved by suctioning through the bronchoscope. Once out, the staff realized that the black ring was the tip of the bronchoscope. Another scope was obtained and physician looked in the airway and noted that no other foreign bodies were seen. Scope had previously been repaired by a third party service provider, (B)(4) approx 2 weeks previously for a damaged insertion tube and returned to facility a few days before this bronchoscopy procedure. The third party service provider, (B)(4) was called, and they came to our facility to pick up the scope and the ring that was removed from the pt lung for eval and determination as to the cause." The procedure was reportedly completed with a similar, but different device. There was no pt injury reported.

Manufacturer narrative:
Olympus followed up on this report and was informed that the ring said to have been observed in the pt's lung was approx the diameter of the bronchoscope. Neither the device referenced in this report nor the item said to have been recovered from the pt's airway was returned to olympus for eval. If the device is rec'd at a later date, or if further significant add'l info is rec'd, the report will be updated. Review of the instrument history for this device noted that the device was initially shipped to the user facility in august 2006, and had not been serviced by olympus since may 2007. The cause of the user's experience could not be conclusively determined, however third party repairs cannot be excluded as a contributory factor. The bf-1670 instruction manual advises users that the device should only be serviced by olympus personnel. This report is being submitted as a medical device report in an abundance of caution.